Event description:
It was reported that following predilatation, while attempting to treat a calcified mid right coronary artery that was 100% occluded, the delivery balloon ruptured at 8 atms. The balloon hung up in the stent and the patient went to surgery for catheter removal. It was reported that the patient expired during surgery.